Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a21. Customer's blood glucose was 400 mg/dl. The customer was treated with injections. The customer was not sure if a temp basal was program before the alarm. The customer stated that the pump was stored or not in use for 3 and half hours. The customer was advised to monitor the pump. The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was 400 mg/dl. Customer reported the alarm was resolved by a complete set change. The customer was unable to troubleshoot in of time call because he was able to change entire set when alarm occurred. The customer was advised to call when the alarm occurs in order to troubleshoot.